Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer main 1.1 was not detected on the bus, and burnt traces were observed on the retractor cable. A field service engineer replaced the retractor, the drawer controller, and the pyxis bus controller. The drawer was then configured, opened in storage space, and is now working properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: avera mckennan hospital & university health center

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failed, and the device was not detected on the bus. The customer stated that there was no delay in dispensing medication and no harm to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: h6, h 11. The report that the station had a drawer failure was confirmed by the bd field service engineer and in agreement by the dchu investigation team. The field service engineer evaluated the station: drawer main 1.1 not on bus observed burnt traces on retractor cable replaced parts (retractor cable/drawer controller board/pyxibus module controller); drawer now back on bus visual inspection of the received retractor band cable assembly observed thermal damage throughout the cable; and electrical measurement of the cable noted no expected continuity. Visual inspection of the received retractor band cable assembly installed on a lab station drawer observed the noted worn-out and thermal damaged area making contact with the drawer side rail due to the being incorrectly assembled on the retractor band assembly the cable having no expected continuity is one of the symptoms of the issue of a station having a drawer failure.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure on the station (drawer 1.1). The customer confirmed that they had performed a station reboot followed by recover storage space, but issue still persists. There were no adverse events or injuries reported based on this incident.